Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (concentration of 20 mg at 1 mg/day) and clonidine (concentration of 200 mcg at a dose of 9.99 mcg) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred, the patient experienced withdrawal. It was unknown as to whether there were any environmental, external or patient factors that may have led or contributed to the issue and whether diagnostics or troubleshooting were performed. Surgical intervention occurred: the pump was completely explanted and replaced with a new manufacturer pump. The explanted pump would be returned. The issue was resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." No further complications were reported/anticipated. Additional information received from the hcp, via rep indicated that the cause of the stall was unknown, the pump was sent back to the manufacturer to determine the cause

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.